Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer use u500 insulin. The customer was assisted with clearing alarm. The patient was assisted with reprogramming time/date. The customer states the batteries were out of pump greater than duration allowed by the insulin pump. The customer was advised that this is normal behavior of the insulin pump. The customer was advised to monitor the insulin pump.